Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 the results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the catheter performed as intended. The optical fibers met specifications while inside the patient, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Due to unknown procedural conditions, we are unable to conclusively determine the cause of the reported event and the cause remains unknown.

Event description:
During a ventricular tachycardia ablation procedure, mitral valve insufficiency occurred. While in the left ventricle, a sudden drop in blood pressure was observed. An echocardiogram was performed which excluded pericardial effusion. A transesophageal echocardiogram was performed which revealed mitral valve insufficiency with an unknown cause. The procedure was stopped and the patient was transferred to the ICU for continued monitoring. The ablation catheter was in the left ventricle when this issue occurred. The physician thinks the ablation performed during this procedure may have caused the valve to worsen, leading to dilation of the mitral ring. Mitral valve clips were placed and the patient continues to be monitored in the ICU. There were no performance issues with any abbott device.